Event description:
Voluntary report program ref# mw1038651 was received in which a pt living in another country reported using renu with moistureloc multi-purpose solution since 12/2005 and experienced fusarium keratitis 9 months later. The pt stated seeing an ophthalmologist in the country but received this product as a sample from an optometric located in the u.s. No further information was provided.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the reported, there were no fusarium recoveries from the facility environmental monitoring program of the aceptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusariym keratitis in unusual circumstances. We are continuing to investigate this link but int he meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.